Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the jaws of the instrument will not open. Additional information : if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The jaws of the instrument will not open. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is improperly prepared. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the device is expected to be returned for evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic appendectomy procedure, the distal tip did not open. There was no patient injury.